Event description:
(B) (4). It was reported that post a coronary artery drug eluting stenting treatment procedure, the patient experienced a myocardial infarction, chest pain and thrombosis. The 100% stenosed target lesion located in the 1st diagonal was 10mm long with a reference vessel diameter of 2.5mm. The lesion was treated with predilation and placement of a 2.5x12mm taxus liberte stent. Residual stenosis was 0%. The patient was discharged 2 days later on aspirin and prasugrel. At 1 day post index procedure, the patient presented to the emergency room with acute onset deep chest pain and diaphoresis and was diagnosed with a myocardial infarction and thrombosis. The thrombosis was treated using a 2.5mm apex balloon resulting in 0% residual stenosis. The patient was discharged 2 days later on aspirin and prasugrel.

Event description:
Adverse events initially reported as occurring 1 day post index procedure is now corrected to 4 days post-index procedure. It was further reported that post-index procedure, the patient continued to have chest pain and was treated medically. The patient's enzymes trended down and EKG (electrocardiogram) showed less than 1 mm st elevations. It was reported that 4 days post procedure, the patient's chest pain progressively worsened throughout the day. This was the same chest pain that the patient experienced prior to discharge following the index procedure. In the emergency room, electrocardiogram showed sinus rhythm with no acute changes. First enzyme draw was continuing to trend downwards from the index hospitalization. The second draw showed that cardiac enzymes had elevated, consistent with protocol definition of an mi. Due to this, cardiac catheterization was recommended. Following intervention there was "complete clearing of the intra-stent thrombus."

Manufacturer narrative:
Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4)

Manufacturer narrative:
(B)(4).